Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 27-oct-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2008 for permanent contraception. Plaintiff had hysterosalpingogram (hsg) test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. She reported to her healthcare provider that she was experiencing severe and constant pelvic pain, abnormal bleeding and clotting during menses, fatigue, and weight gain. Plaintiff also discovered that the coil in her right tube has migrated. On or about (B)(6) 2013, plaintiff saw her physician and underwent a total hysterectomy and bilateral salpingectomy. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe and constant pelvic pain amongst non serious events. Plaintiff also discovered the coil in her right tube has migrated (device dislocation). She underwent a total hysterectomy and bilateral salpingectomy about five years after essure insertion. Pelvic pain and device dislocation are anticipated in the reference safety information for essure. Considering that pelvic pain may occur after essure insertion and the lack of alternative explanation, a causal relationship between this event and essure cannot be excluded. The exact date and mechanism of dislocation were not reported, however, considering the event's nature, it was considered related to the suspect insert. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
"Rospective" pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("coil in her right tube has migrated"), pelvic pain ("severe and constant pelvic pain"), menorrhagia ("menorrhagia"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") and abortion spontaneous ("pregnancy (stillbirth or miscarriage)") in a (B)(6) female patient (gravida 6, para 4) who had essure (batch no. 628063) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy (stillbirth or miscarriage)" on (B)(6) 2013 and device monitoring procedure not performed "she didn¿t undergo an essure confirmation test.". The patient's past medical history included multigravida, parity 4 (((B)(6) 2001, (B)(6) 2004, (B)(6) 2007 and (B)(6) 2008)) and menarche ((B)(6)). Previously administered products included for an unreported indication: depo provera. Concurrent conditions included uterine bleeding, premenopausal menorrhagia, abdominal cramps, menses irregular, contraception and missed abortion. Concomitant products included fluticasone, ondansetron (zofran), potassium and prenatal vitamins. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2013, 4 years 5 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal bleeding during menses and abnormal clotting during menses"), fatigue ("fatigue"), weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding vaginal"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraine"), headache ("headache") and abdominal pain lower ("lower stomach pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (total hysterectomy and bilateral salpingectomy), surgery (salpingectomy (bilateral removal of fallopian tubes), oophorectomy (bilateral removal of ovaries)) and surgery (ablation). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, menorrhagia, pregnancy with contraceptive device, abortion spontaneous, menstrual disorder, fatigue, weight increased, vaginal haemorrhage, bladder disorder, urinary tract disorder, migraine and headache outcome was unknown and the pelvic pain and abdominal pain lower had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, bladder disorder, device dislocation, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on (B)(6) 2013: pregnancy confirmed. On (B)(6) 2013: patient given routine ob lab slip. Reviewed first trimester education with patient. All patient questions answered. Patient to follow up with physician in 2 weeks or as needed. Genetic screening: recurrent pregnancy loss or a stillbirth- yes. Obstetrical factors: parity- grand multiparity, past pregnancies- 2 or more abortions, premature birth; present pregnancy- bleeding. Obstetric history: spotting throughout pregnancy, miscarried at (B)(6). On (B)(6) 2013: patient with crown-rump lengths consistent with (B)(6) fetus without cardiac activity. Notably fetus in different location than previous sonography (B)(6) 2013. Recommend quantitative hcg and follow up ultrasound in one week. Precautions given. Discussed likelihood of miscarriage. On (B)(6) 2013: specimen type: uterus, bilateral fallopian tubes and ovaries. Clinical impression and history: missed abortion in (B)(6) 2013 after essure sterilization and endometrial ablation, premenopausal menorrhagia, dysmenorrhea. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: heavy bleeding, dysmenorrhea, irregular menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 26-sep-2018: plaintiff fact sheet received. Event outcome updated. For pelvic pain and abdominal pain lower. Product, patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc received on 07-dec-2016: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable no specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe and constant pelvic pain amongst non serious events. Plaintiff also discovered the coil in her right tube has migrated (device dislocation). She underwent a total hysterectomy and bilateral salpingectomy about five years after essure insertion. Pelvic pain and device dislocation are anticipated in the reference safety information for essure. Considering that pelvic pain may occur after essure insertion and the lack of alternative explanation, a causal relationship between this event and essure cannot be excluded. The exact date and mechanism of dislocation were not reported, however, considering the event's nature, it was considered related to the suspect insert. This case was regarded as incident, as a surgical intervention was required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
Retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("coil in her right tube has migrated"), pelvic pain ("severe and constant pelvic pain"), menorrhagia ("menorrhagia"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") and abortion spontaneous ("pregnancy (stillbirth or miscarriage)") in a 33-year-old female patient (gravida 6, para 4) who had essure (batch no. 628063) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy (stillbirth or miscarriage)" on (B)(6) 2013 and device monitoring procedure not performed "she didn¿t undergo an essure confirmation test.". The patient's past medical history included multigravida, parity 4 (((B)(6) 2001, (B)(6) 2004, (B)(6) 2007 and 1(B)(6) 2008)) and menarche (17 years old). Concurrent conditions included uterine bleeding, premenopausal menorrhagia, abdominal cramps, menses irregular, contraception and missed abortion. Concomitant products included fluticasone, ondansetron (zofran), potassium and prenatal vitamins. On (B)(6) 2009, the patient had essure inserted. On (B)(6) -2013, 4 years 5 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal bleeding during menses and abnormal clotting during menses"), fatigue ("fatigue"), weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding vaginal"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraine"), headache ("headache") and abdominal pain lower ("lower stomach pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (total hysterectomy and bilateral salpingectomy), oophorectomy (bilateral removal of ovaries)) and surgery (ablation). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, pelvic pain, menorrhagia, pregnancy with contraceptive device, abortion spontaneous, menstrual disorder, fatigue, weight increased, vaginal haemorrhage, bladder disorder, urinary tract disorder, migraine, headache and abdominal pain lower outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, bladder disorder, device dislocation, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on (B)(6) 2013: pregnancy confirmed. On (B)(6) 2013: patient given routine ob lab slip. Reviewed first trimester education with patient. All patient questions answered. Patient to follow up with physician in 2 weeks or as needed. Genetic screening: recurrent pregnancy loss or a stillbirth- yes. Obstetrical factors: parity- grand multiparity, past pregnancies- 2 or more abortions, premature birth; present pregnancy- bleeding. Obstetric history: spotting throughout pregnancy, miscarried at 12 or 15 weeks. On (B)(6) 2013: patient with crown-rump lengths consistent with seven-week fetus without cardiac activity. Notably fetus in different location than previous sonography (B)(6) 2013. Recommend quantitative hcg and follow up ultrasound in one week. Precautions given. Discussed likelihood of miscarriage. On (B)(6) 2013: specimen type: uterus, bilateral fallopian tubes and ovaries. Clinical impression and history: missed abortion in (B)(6) 2013 after essure sterilization and endometrial ablation, premenopausal menorrhagia, dysmenorrhea. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: heavy bleeding, dysmenorrhea, irregular menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2018: quality-safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("coil in her right tube has migrated"), pelvic pain ("severe and constant pelvic pain"), menorrhagia ("menorrhagia"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") and abortion spontaneous ("pregnancy (stillbirth or miscarriage)") in a 33-year-old female patient (gravida 6, para 4) who had essure (batch no. 628063) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy (stillbirth or miscarriage)" on (B)(6) and device monitoring procedure not performed "she didn¿t undergo an essure confirmation test.". The patient's past medical history included gravida ii, parity 4 (((B)(6) 2001, (B)(6) 2004, (B)(6) 2007 and (B)(6) 2008)) and menarche (17 years old). Concurrent conditions included uterine bleeding, premenopausal menorrhagia, abdominal cramps, menses irregular, contraception nos and missed abortion. Concomitant products included fluticasone, ondansetron (zofran), potassium and prenatal vitamins. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2013, 4 years 5 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal bleeding during menses and abnormal clotting during menses"), fatigue ("fatigue"), weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding vaginal"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraine"), headache ("headache") and abdominal pain lower ("lower stomach pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (total hysterectomy and bilateral salpingectomy), surgery (salpingectomy (bilateral removal of fallopian tubes), oophorectomy (bilateral removal of ovaries)) and surgery (ablation). Essure was removed on 5-aug-2013. At the time of the report, the device dislocation, pelvic pain, menorrhagia, pregnancy with contraceptive device, abortion spontaneous, menstrual disorder, fatigue, weight increased, vaginal haemorrhage, bladder disorder, urinary tract disorder, migraine, headache and abdominal pain lower outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, bladder disorder, device dislocation, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on (B)(6) 2013: pregnancy confirmed on (B)(6) 2013: patient given routine ob lab slip. Reviewed first trimester education with patient. All patientquestions answered. Patient to follow up with physician in 2 weeks or as needed.genetic screening: recurrent pregnancy loss or a stillbirth- yes. Obstetrical factors: parity- grand multiparity, past pregnancies- 2 or more abortions, premature birth; present pregnancy- bleeding. Obstetric history: spotting throughout pregnancy, miscarried at 12 or 15weeks. On (B)(6) 2013: patient with crown-rump lengths consistent with seven-week fetus without cardiac activity. Notably fetus in different location than previous sonography (B)(6) 2013. Recommend quantitative hcg and follow up ultrasound in one week. Precautions given. Discussed likelihood of miscarriage. On (B)(6) 2013: specimen type: uterus, bilateral fallopian tubes and ovaries. Clinical impression and history: missed abortion in (B)(6) 2013 after essure sterilization and endometrial ablation, premenopausal menorrhagia, dysmenorrhea. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: heavy bleeding, dysmenorrhea, irregular menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, other relevant history and lab data updated. Essure lot number, indication female sterilization and removal date was updated. Events such as abnormal bleeding vaginal, menorrhagia, pregnancy with contraceptive device, device ineffective, abortion spontanous, bladder disorder (bladder or urinary problems or changes) , urinary tract disoder (bladder or urinary problems or changes), migraine, headache, lower abdominal pain were newly added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.